Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited undersensing, unspecified oversensing and high capture threshold. No changes or interventions were reported. The patient condition was not known.